Event description:
It was reported that the filter was tilted and had perforated the inferior vena cava (ivc). Additionally, there was a history of thrombus. On (B)(6) 1998, the patient was implanted with a greenfield filter. The patient had a history of deep venous thrombosis (dvt) in the left lower extremity. On (B)(6) 2002, the patient underwent a physical exam, during which there was evidence of a thrombus at the ivc filter, propagating proximally toward the heart. In (B)(6) 2022, it was reported there was evidence of ivc filter tilt, as well as perforation of the mesentery. No further complications were reported.